Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding an advanced evaluation (ae) trial patient with an external neurostimulator (ens). It was reported that the patient started to have an infection. Additional information received from the representative on (B)(6) 2017 reported that the patient had a urinary tract infection (uti). It was unknown if there were any environmental, external, or patient factors that may have led to the issue. It was unknown if any surgical intervention had occurred or was planned. It was unknown if the issue was resolved and the patient status was noted as ¿alive ¿ no injury¿.

Event description:
Additional information was received. Health care professional reported the patient received antibiotics for the urinary tract infection and proceeded with full implant. It was reported that there was no issue with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.